Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a change in therapy effect; the patient had increased pain which was noted to be somewhat normal for the patient. A catheter dye study was attempted in december, but they were not able to aspirate. It was noted that the actual residual volume at the last 4 refills was greater than the expected residual volume; the discrepancies were within device specification limits. There were no motor stalls showing in the logs. The hcp planned to do additional troubleshooting. The device system was used to deliver dilaudid 20 mg/ml and bupivacaine 10 mg/ml. Additional information has been requested, a follow-up report will be sent if additional information becomes available.